Manufacturer narrative:
(B)(4). Additional narrative: baxter received one device for evaluation. No flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed and flow was readily observed at the luer. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter france received a report that one (1) baxter infusor sv2 device reportedly experienced a no flow during patient use on (B)(6) 2011. The device was filled with 3600mg of 5-fluorouracil in saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.